Event description:
Home monitoring alerts were received for vf episodes. Therapy was delivered for 2 episodes where the was noise on the rv lead. This lead was explanted and replaced on (B)(6) 2017.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the ligature marks were detected approx. 22 cm distal to the is-1 connector pin. Multiple cuts in the insulation were noted in this area which most likely resulted from the extraction procedure. Blood penetrated the lead. The visual inspection also demonstrated a fracture of the conductor cable to the ring electrode 11 cm proximal to the lead tip. This damage can be considered as the root cause of the clinical observations. It is assumed that the lead had been subject to excessive mechanical forces in the implanted state. Diagnostic images clarifying this assumption were not available. Furthermore the rv shock coil was deformed which presumably occurred during the extraction procedure. The fixation helix was stretched and the inner coil was deformed 1.5 cm distal to the is-1 connector pin due to overrotation during the retraction of the fixation helix. The mechanical analysis was not properly feasible as a stylet could only be advanced 1.5 cm towards the lead tip due to the deformed inner coil in this region. The electrical analysis confirmed a broken contact in the conductor to the ring electrode. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.